Manufacturer narrative:
The initial reporter was estates engineer. The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2008-05-23. Corrected date: x ten df lighthead with led - v fitting (ard567825999 - sn (B)(6)), manufacturing date : 23-05-2008. X ten df lighthead with led - v fitting (ard567825999 - sn (B)(6)), manufacturing date : 26-05-2008. Getinge became aware of an issue with one of surgical lights - xten. It was stated the dust cover and plastic cover were missing from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the customer received quote for a repair, however it was not accepted. It was established that when the event occurred, the devices did not meet their specification, due to missing spring arm covers which contributed to event. It was not established if upon the time when the event occurred the devices were or were not being used for the patient treatment. During the investigation, it was found that the reported scenarios have never led, to date, to serious injury or worse. As stated by subject matter expert at manufacturing site, the incident investigated herein is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issues we also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated the dust cover and plastic cover were missing from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.